Manufacturer narrative:
The explanted intraocular lens (iol) was returned to our quality assurance laboratory for evaluation. A visual inspection of the lens noted one (1) distorted haptic and appearance/evidence of viscoelastic. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the lens was the wrong size after performing a vitrectomy. Follow up with the facility indicated that during implant of the intraocular lens (iol), the posterior capsule was not intact and it was determined the lens was unsafe in its position within the eye. The surgeon was unable to center the iol and it was removed. A vitrectomy was performed and a new lens was placed. No patient injury was reported.